Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly the pump took a long time to prime. No additional information was available. This complaint is being reported because the reported issue remained resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.